Manufacturer narrative:
The tech found that the brake casters were out of adjustment. The tech adjusted the brake casters to resolve the issue.

Event description:
Tech alleged that when the brakes were engaged, the brake casters did not hold. There were no alleged injuries.